Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient mentioned she was afraid to use the patient programmer herself, she said every time she saw the healthcare professional (hcp) in their office, when the nurse tested the ins, it shocks the patient, it was such a jolt the patient screamed. The patient noted she meet with a manufacture representative (rep) before he had never shocked her. The patient noted the shocking occurred in 2016 shortly after implant. The patient the nurse socked the patient when testing the device and it had happened multiple times, every time the nurse checks the device. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer regarding a patient on may 18th reported the circumstances that led to the shocking was checking the device to see if the wires were working. The patient noted the steps taken to resolve the shocking were they quit checking the device, the nurse changed the setting one step at time. The patient noted next time they had an appointment with the healthcare professional (hcp) they may call and let the manufacturer know so they could have a manufacture representative (rep) check the device. There were no further complications that have been reported as a result of this event.